Event description:
A malfunction was reported on the pump after the customer was in the bathroom, possibly exposed to extreme temperature and humidity. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the customer acknowledged.